Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.the insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4)

Event description:
It was reported that the customer had a constant tone on the insulin pump and the pump was not resting. Customer stated that the constant tone was during normal use. Customer removed the battery and placed the pump in storage mode but still received a constant tone or alarm. Customer also tried removing the batteries for 2 hours and the customer received a constant tone or alarm. Customer was advised that the pump will need to be replaced. Customer was asked verbally and in written form to return the pump for analysis.

Manufacturer narrative:
After battery installation insulin pump gave an unexpected white flashing lcd followed by an unexpected intermittent beep alarm due to cracked lcd controller. We were unable to perform functional testing including self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to display anomaly. The insulin pump was received with minor scratched lcd window and case